Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, cardiac tamponade was identified via intra-cardiac echo (ice) ultrasound. The patient had a pericardial effusion. Pericardiocentesis (pericardial tap) was performed. The case was aborted under anesthesia. Some ablation was completed during the procedure. The patient was taken to surgery for an open heart exploration. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that the patient died the night of the surgery in intensive care unit (ICU). During the open heart exploration, the surgeon was unable to find any specific perforations or damage to the cardiac or surrounding tissues. The cause of the cardiac tamponade is unknown.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least seven applications were performed with a non-returned (B)(4) balloon catheter with lot 14819 without any system notice on the date of the event. In conclusion, the clinical issues (pericardial effusion and cardiac tamponade and eventually death) occurred during and following the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient died the night of the surgery in intensive care unit (ICU). During the open heart exploration, the surgeon was unable to find any specific perforations or damage to the cardiac or surrounding tissues. The cause of the cardiac tamponade is unknown.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least seven applications were performed with a non-returned (B)(4) balloon catheter with lot 14819 without any system notice on the date of the event. In conclusion, the clinical issues (pericardial effusion and cardiac tamponade and eventually death) occurred during and following the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.